Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm about a week ago. Customer needs to have his insulin pump replaced. Customer reported that he was unable to troubleshoot at the time of the call. Customer was unable to troubleshoot due to it being a past event. Customer does not want to return the set and reservoir for analysis. No additional information provided.